Event description:
The patient received an scs system, including an ipg, on (B)(6) 2007. It was reported the ipg was explanted and replaced due to discomfort at the ipg pocket. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.